Event description:
It was reported that the patient with this pacemaker passed away from old age. Upon removing the pacemaker from the body, the physician noted the can had white residue on the outside of it, similar to when there is a battery leak. There was no visible damage to the device observed. The explanted pacemaker will be returned back to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker passed away from old age. Upon removing the pacemaker from the body, the physician noted the can had white residue on the outside of it, similar to when there is a battery leak. There was no visible damage to the device observed. The explanted pacemaker will be returned back to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted scratches on the can and a white substance present on both the can and header. The device was forwarded to the analytical lab for further analyze of the white substance found on the case and header. A test report concluded the white substance was calcification/mineralization. The pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.